Event description:
A user facility reported that during implantation of an intraocular lens (iol) the capsular bag tore. The wound was widened. The association between this event and the iol is not known. Additional info has been requested.